Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. Microscopic evaluation found the needle exhibited amounts of intergranular and possibly some transgranular failure. A reshape ductility test was performed on the broken sample and the sample did not pass the requirements.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2014 and suture was used. During the procedure, the needle broke when sewing soft tissue on the larynx. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.